Event description:
The clinician reported that on the day of attempted placement of this dental implant in the patient's mouth, the implant did not achieve primary stability. Another implant was not placed in the same site successfully. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.